Manufacturer narrative:
(B)(4).

Event description:
Field service engineer (fse) was dispatched again on (B)(4) 2011 to troubleshoot a partial aspiration error or low events issue on a lh 500 hematology analyzer which was reported by the customer on (B)(6) 2011 when the fse discovered an unrelated leak from the blood sample valve (bsv). Fse did not observe partial aspiration error or low events but found a leak from the bsv and stated that the bsv probe had bent outward. This report is for the potential biohazard exposure caused by the bsv leak which was documented on (B)(6) 2011. Please see medwatch #1061932-2011-02511 for the partial aspiration error report which was reported by the customer on (B)(6) 2011. No injury or exposure to the leak was reported and patient results were not affected as a result of this event. Fse proceeded to straighten the probe to where rinse block was able to move. Fse also replaced the front section of the bsv and repair was verified per established procedures. Root cause for the bsv leak was attributed to the probe being bent, thereby preventing the rinse block from traveling completely down the block.